Event description:
When using bvm and opa adjunct and providing ventilations our etco2 initially displayed numerical (17-23mmhg) and waveform data for roughly two minutes (08:59:52-09:01:45). It then abruptly stopped both numerical and waveform etco2. This occurred without a change in patient, condition, positioning, equipment, or technique. As a first line trouble shooting; breath sounds were auscultated and present, as well as chest rise and fall. Two provider bvm and mask seal was used without any change to lack of etco2. Equipment was then checked to make sure it was attached appropriately, exhaust port was not blocked, the line did not have occlusions or kinks. Scaling was also changed on the monitor as a troubleshooting option without success. The decision was made to change etco2 inlines, which resulted in a delay to further airway care and management, as the backup equipment was located in the ambulance, not where patient care was actively taking place. Second etco2 line connected 09:09:40 also failed to yield waveform or numerical values. The same above corrective actions were taken without success. This led to a direct delay in care as attention and providers were refocused to troubleshoot the etco2. At 09:14:35 patient was successfully intubated at which point etco2 promptly displayed both numerical and waveform data. Pt code: 4582. Device codes: 4019, 2536, 1516. Ref: mw5186553.